Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025 the user reported receiving an alert 69 on their ilet device. The user restarted the device, reconnected the sensor, and the alert cleared. Patient's blood glucose (bg) was 180 mg/dl and not affected. No ems or hospitalization was required.